Manufacturer narrative:
Returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be duplicated during analysis. The interconnect pcb was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a primary background test failure and "gave a bunch of ### codes". There was no patient present at the time of the event. No adverse events were reported.